Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was non-functional and had charging issues prior. The patient underwent an ipg replacement procedure. The explanted ipg was discarded. No further information has been obtained despite good faith efforts.